Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an alarmed air in line occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: a1: was unknown and should be none. A2, a3, a4, a5 and a6 were all ni and should be na. B5: patient involvement was initially reported as unknown. And should be none. H6: was initially f26 and should be f27. The device was received for evaluation. During functional testing, an air in line error did not occur. A review of the event history log revealed, multiple air in line messages. A service history review was performed and revealed, that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined, to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.